Manufacturer narrative:
E1: customer's full address information. No. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cleaning brush head was inside the endoscope forceps channel. The issue was found during set up / inspection before use. There were no reports of patient or user harm associated with this event.